Event description:
Bayer case number: (B)(4). The other is embedded into the body of the uterine wall near the left portion of fundus [embedded device], malpositioned essure coils [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the other is embedded into the body of the uterine wall near the left portion of fundus") in a female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as paratubal cyst and pelvic pain female. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion intervention required) and device dislocation ("malpositioned essure coils"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6)2023. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: two coils are identified. One is located in the right fallopian tube. The other is embedded into the body of the uterine wall near the left portion of fundus. The right fallopian tube measures 7.7 cm in length with a diameter of 0.8 cm in its greatest dimension. The fimbria are present and the external surface is red to tan. The coil is located 2.2 cm into the interstitial and isthmus portion of the fallopian tube. The left fallopian tube measures 10.8. Cm in length and has a diameter of 0.8 cm. The fimbria are present and the external surface of the fallopian tube is red to tan. Multiple paratubal cysts are identified on the left fallopian tube that range from 0.1 cm up to 0.3 cm. The closest paratubal cyst to the interstitium is 6.0 cm. Diagnoses: uterus, cervix and bilateral fallopian tubes, hysterectomy: cervix without significant pathologic change. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.